Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the reported difficulty grasping and capturing the leaflets and the subsequent slda appear to be related to patient challenging patient anatomy and procedural factors. The reported difficulty visualizing the clip appears to be related to shadowing of the devices. The reported tissue injury appears to be a cascading effect of the slda. Tissue injury is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr), previous cardiac surgery and dilated atrium for a mitraclip procedure. During the procedure, imaging was difficult due to patient's anatomy. A mitraclip was successfully implanted. During deployment sequence of second mitraclip, difficulty was encountered while grasping and capturing the leaflets. However, the clip was deployed successfully. Post deployment, the clip had single leaflet device attachment(slda) from the anterior leaflet. Anterior leaflet was observed to be ruptured. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay.